Manufacturer narrative:
(B)(4).

Event description:
It was reported that the respiratory nurse (rn) turned the patient in bed and the patient immediately desaturated to 20%, the rn initiated bvm (ambu bag) but was unable to quickly recuperate the spo2, code blue was called as patient appeared symptomic from hypoxia. On arrival of another hospital staff the spo2 was up to 70% and rising, patient regained color and was coherent. Upon connecting back the ventilator to the patient from bvm, it was not possible to establish pressure for pressure control mode of ventilation or the correct amount of peep (positive end expiratory pressure). It was further stated that the trach tube appeared in good position without any obvious air leak and with good bilateral breath sounds auscultated. The ventilator was then switched out and the patient achieved optimal ventilator support upon attaching another ventilator. The final patient outcome is unknown. (B)(4).

Manufacturer narrative:
No parts were replaced during on-site troubleshooting. Two field service engineers have run pre-use checks tests (puc) after the reported event and no ventilator malfunction was confirmed. The reported loss of pressure is however, confirmed in the received data from the hospitals¿ external patient monitoring system. The drop in saturation is confirmed in this data which showed that the spo2 dropped down to 66% first, and two minutes later to 30%. The spo2 rose up to 100% five minutes later. Right before, and during the spo2 drop, the inspiratory tidal volume increased and the expiratory volume decreased, which indicates a leakage. The received event logs showed that the ventilation was started 4 days before the reported date of event. A successful puc was performed prior to ventilation start. Logs from the time of event showed that the following alarms were generated: ¿check tubing¿, ¿expiratory minute volume: low¿ and ¿inspiratory flow over range¿. Those alarms indicated a large leakage and showed that the ventilator attempted to deliver breaths. The logs also showed an occurrence of a high peep alarm and a high continuous pressure alarm. The cause for the high pressure related alarms cannot be determined. The technical logs did not contain any indication of a ventilator malfunction. Our conclusion is, that there was stop of ventilation caused as a result of a high leakage. It can be further concluded that, according to the received logs and on-site troubleshooting, there was no ventilator malfunction at the time of the event. The root cause for the leakage cannot be determined from this investigation. (B)(4).

Event description:
(B)(4).